Event description:
The customer reported that she recevied a button error on the insulin pump and the buttons were not working properly. Her blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).